Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The drive support was inspected and no anomaly noted. The insulin pump was received missing end cap sticker, minor scratches on lcd window, cracked case at reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and compromised force sensor. The customer states while performing a set change she received a compromised force sensor alarm. The customer also mentioned the insulin pump was exposed to moisture and the drive support cap was flush. Also the customer said the button error she received had resolved prior to the compromised force sensor alarm. The customer's blood glucose level was 265 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.